Manufacturer narrative:
A medtronic representative (rep) went to the site to test and service the equipment. The rep reviewed the logs; he found that when the navigation systems were swapped, the mobile view station (mvs) did not recognize the second system and was still looking for the first system, but found the second system's address. Once the entire system was power cycled (mvs and image acquisition system (ias)) the communication was established and the case proceeded. During testing the rep was able to verify connectivity between the mvs and the navigation system. The rep also verified the trackers. The rep could not duplicate the reported issue. The rep noted that he went into the features menu and set the navigation server selection back to enabled. The imaging system passed the system checkout and was found to be performing as intended. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system was not communicating with the medtronic navigation system. During the procedure, when the site swapped one medtronic navigation system for another (one for the top portion of the surgical area, the other for the bottom portion), the imaging system needed to be rebooted before it would recognize the new navigation system connection. It was noted that the navigation connection option was not enabled on the imaging system. In the past the site would ping the navigation system from the mobile view station (mvs) to establish connectivity when switching navigation systems, but this no longer seemed to work. The only way to resolve the issue was to reboot the image acquisition system (ias). There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: information references the main component of the system. Other relevant device(s) are: product ID: bi-500-01026 (software version: 4.0.2) h2) device evaluation: a software analysis was completed. The software analysis determined that the reported event was related to a software issue. This issue was documented in a software anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.